Event description:
It was reported by the affiliate that the (1) pmw35 was used during a CABG procedure. It was reported that the instrument would not staple due to jamming. The case was completed with another device and with no pt consequence.